Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 years and 2 months post implant of a 23mm sapien 3 valve in the aortic position, the patient developed re-stenosis. A non-edwards valve was implanted within the valve.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It should be noted that calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve stenosis approximately 5 years 2 months post valve implant could not be confirmed, but may be related to the patients comorbidities (renal insufficiency) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Per the patients medical records, a 23mm sapien 3 valve was implanted in the aortic position. Approximately 5 years and 2 months post tavr, the patient presented to the hospital with heart failure symptoms and severe prosthetic valve stenosis was found on CT. The patients cardiac catheterization showed non obstructive coronary artery disease. Echo was performed for acute increased shortness of breath and elevated bnp. Echo showed ef 35 to 40%, aortic valve mean gradient 57mmhg, and moderate aortic regurgitation. The bioprosthesis was well seated in the aortic position, with moderate to severe aortic stenosis, a peak velocity of 4.9 m/s, and combined systolic/diastolic dysfunction. The patient underwent a transcatheter aortic valve replacement with a non edwards valve. The patient was discharged on post operative day 4.